Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's parent called to report that the customer recently received a new insulin pump and had already received a no delivery alarm. The customer took over the call and stated that her blood glucose reading at the time of incident was 190 mg/dl. The customer's blood glucose reading during the call was 280 mg/dl, and treated with a manual injection. The customer performed troubleshooting and after assembling a new infusion set and reservoir the insulin pump worked as designed. The customer was informed that the alarm was caused by an infusion set or reservoir occlusion. The customer was informed to call back if problems continued, and was sent replacements. Nothing was returned